Event description:
It was reported that the patient presented remotely via merlin.net feeling unwell. Review of transmission revealed that the right ventricular (rv) lead was exhibiting oversensing noise that was causing pacing inhibition. On (B)(6) 2023, the rv lead was capped, and new rv lead was implanted. The patient was in stable condition.